Event description:
Product analysis was approved on (B)(6) 2013. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that this handheld device would not switch on beginning the previous week. The device was returned on (B)(6) 2013 and is undergoing product analysis.